Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: ) (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had the catheter replaced on (B)(6) 2016 due to volume discrepancies at refills. The catheter was found to have some narrowing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal 500 mcg/ml at 306.56 mcg/day via an I mplantable pump for intractable spasticity. At the first refill after implant on (B)(6) 2016 a volume discrepancy was noted. The actual residual volume approximately 24 ml's was greater than the expected residual volume of 8.4 ml's. The patient was experiencing a lack of therapeutic effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.